Event description:
It was reported that during a procedure at the user facility the device would slow down but would not stop the saw. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was not duplicated. A service technician functionally evaluated the device and noted there was no run-on. The engineer also functionally evaluated the device and noted there were no problems found with the handswitch. After evaluation, the device was scrapped.

Event description:
It was reported that during a procedure at the user facility the device would slow down but would not stop the saw. The user facility was not able to provide any further information regarding the reported event.